Event description:
The pt's lead is implanted in the cervical region. It was reported the pt was receiving unwanted stimulation in the back of his head and left ear. Additionally, the pt was not receiving effective stimulation along his pain pattern. The sjm rep provided the pt with new programs which were unsuccessful in addressing the issue. The physician advised the pt to turn off his scs system to monitor his pain. Surgical intervention may be planned as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.